Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also stated that the insulin pump was not delivering insulin, and failed the high pressure test. The customer was treated for hyperglycemia with manual boluses and manual injection. The event involved products mmt-1715kr, mmt-399a, and mmt-332a. Troubleshooting was performed and included checking for kinks, bends, air bubbles, and leaks, rewinding and reinserting the reservoir, confirming insulin exited at the quick release, reviewing site and insulin factors, reviewing pump programming, basal rates, bolus wizard settings, and bolus history, completing a displacement test which passed, and performing the high pressure test twice, which did not pass. No further patient complications were reported. No product return is required for mmt-1715kr, mmt-399a, and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.